Manufacturer narrative:
(B)(4) g3 - report source, foreign - event occurred in south korea. This follow-up report is being submitted to relay additional information. The following sections were updated: h2, h6, h10 complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the sealing was opened on one sides. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Within one year, no similar complaint has been recorded for biomet bone cement 1x40g, batch a712ej0208. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon opening the cement, powder was bursted. This event happend during a surgery. The surgery was completed with another product. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was returned to the manufacturer. The device analysis is ongoing. The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement r 1x40, reference 3035890011, batch a712ej0208 were manufactured on 03rd january 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon opening the cement, powder was "bursted". This event happened during a surgery. The surgery was completed with another product. No adverse events have been reported as a result of the malfunction.